Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/13/2016 with the following findings: evaluation revealed visible moisture corrosion in the battery compartment. A battery compartment crack above grip pad was found. A crack at top of cartridge compartment was found. Cartridge cap still tightens to pump. The display is dim, gray. Verified time and date reset in black box , after por event occurred. Pump time and date default was duplicated during investigation. Leak test failed due to battery compartment crack. Opened pump, no moisture found. Evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Evaluation revealed cracked battery compartment and display issue. This report is made based on results of investigation completed on 09/13/2016.